Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed at the start-up and switched to ambient. This occurrence was noticed during the pre-operational check. A continuous alarm was observable both visually (error codes) and through hearing. Te 233001 (autozerop ventmonitor fail), te 233004 (autozeroqawfail), tf 281002 (tastu_jtagnotworking) and tf 444004 (voltage out of tolerance). The device log files (service log, error log, event log) were provided to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed at the start-up and switched to ambient. - this occurrence was noticed during the pre-operational check. - a continuous alarm was observable both visually (error codes) and through hearing. Te 233001 (autozeropventmonitorfail), te 233004 (autozeroqawfail), tf 281002 (tastu_jtagnotworking) and tf 444004 (voltage out of tolerance). - the device log files (service log, error log, event log) were provided to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed at the start-up and switched to ambient. This occurrence was noticed during the pre-operational check. A continuous alarm was observable both visually (error codes) and through hearing. Te 233001 (autozeropventmonitorfail), te 233004 (autozeroqawfail), tf 281002 (tastu_jtagnotworking) and tf 444004 (voltage out of tolerance). The device log files (service log, error log, event log) were provided to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 device evaluation: root cause: there was no patient involvement at the time of device preparation (when the incident occurred). A review of the log files confirmed the occurrence of tf 444004 (voltage out of tolerance) log entry. The device was not returned for investigation. However, the technician on site has replaced to control board and confirmed that this has solved the reported technical fault. After the replacement of the control board, all performed tests were successful. Updated fields: b4, g1, g6, h2, h6, h7, h11.